Manufacturer narrative:
Investigation: bd has not been provided with photos or samples for catalog 301942 lot 1811183 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that prior to use leakage occurred past the plunger with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from chinese to english: found leak from the plunger rod.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use leakage occurred past the plunger with a bd syringe s2 5ml 22ga 1-1/4in. The following information was provided by the initial reporter, translated from (B)(6) to english: found leak from the plunger rod.